Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assemblies. Unable to verify the unresponsive buttons, missing segments or partial display due to the blank display. The pump was received with a corroded motor home switch. No audio beep anomaly was noted. The pump was received with a missing end cap sticker and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device had partial display. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.